Event description:
The hospital reported that while lowering a surgical table during a procedure, the table surface fell several inches and the table base came down on a doctor's foot, fracturing two toes and injuring the nail beds.

Manufacturer narrative:
The facility reports that the doctor returned to work shortly after the incident and that the foot is fully healed.steris completed an in-service training on the proper operation of the table.

Manufacturer narrative:
The facility reported that there was no damage to the table, that the control functions were operating normally, and that there is little space under the table base to insert one's foot as the table elevates the base to no more than 1/2 inch when fully extended. The facility report attributed this incident to "product user error". A steris service technician inspected the table, moved it through all of its articulations, checked the floor locks and determined that the table was fully operational. The reported occurrence could not be duplicated or explained by examination of the table. An in-service training for the facility will be scheduled.

Event description:
The account alleges that the hi/low would not function, resulting in an inability to go into trendelenburg or reverse trendelenburg.